Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu), serial number: (B)(6), alarming and not working with the system controller was not confirmed. No log files were submitted for review. The mpu was not returned. The root cause for the reported event could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device history records were reviewed for the mobile power unit (serial number: (B)(6) and found to have passed all manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the issue does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mpu and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during routine outpatient clinic visit, the patient shared that the mobile power unit (mpu) was not working with the system controller. The mpu was plugged into wall power and connected to a demo controller and there were no issues or alarms noted. The patient was given a loaner mpu. The exchanged mpu would be returned for analysis.